Event description:
Hold for cr 10/3 the health care professional reported via a manufacturer representative that the patient was having difficulty getting optimal coupling leading to long charge times. Contributing factors were noted to be advanced disease (reason for implant - dbs) and poor eye sight. Stickers were placed to try and help the patient get optimal placement and coaching around optimal coupling/placement. Surgical intervention has not been planned or performed. Surgical intervention has not been planned or performed to resolve the issue; however, the difficulties with recharging persist due to disease advancement and poor eye sight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was confirmed that the ins was in the proper position. She said the ins never worked well causing the coupling issues. They replaced the whole recharging system and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the recharger will not charge the implantable neurostimulator (ins). They clarified that the patient cannot get any coupling boxes shaded when connected. The patient stated having issues thursday eve, (B)(6) 2020. They spoke with their healthcare provider (hcp) and a manufacturer representative (rep) on friday, (B)(6) 2020. The caller confirmed the patient can connect with the programmer. No patient symptoms were reported. A replacement recharger was sent. On 2020-06-26 (B)(4), (B)(6) (con): additional information received from the consumer reported they received the replacement recharger antenna which worked great until yesterday when they started experiencing poor coupling/zero coupling bars. The consumer tried turning the antenna dial, but it didn't resolve. The implantable neurostimulator (ins) battery was flashing 3rd quartile. During the call the consumer used the antenna locate feature and received two coupling bars, then six, then four, then back to zero. The consumer confirmed there were no changes to the ins pocket site and the antenna was on the skin being held with their hand. It was determined a new recharger, which comes with a new antenna, would be sent. The consumer was going to contact their healthcare provider (hcp) if the issue persisted. No patient symptoms or further complications were anticipated. Additional information was reported that the patient got the new recharger but the patient was still only getting 0-2 bars. The patient sat and recharged for 9 hours and her ins never got over 2 coupling bars. The patient tried turning the antenna dial but that did not help. The patient saw the hcp who said the ins wasn't the issue and it was still the recharger. The patient wanted another recharger. The caller was transferred to repair. No further complications were reported/anticipated. The patient called back and said they are still having the same problem. They do not think it is a recharger issue anymore. They think the ins mat be flipped. The rep inquired about getting a new recharger to try and resolve the poor coupling. It was confirmed the ins was not flipped.